Event description:
During a sub-total gastrectomy procedure, the staple lines were crossed by each other. The surgeon removed the anastomosis. Add'l tissue was cut. Another device was applied to complete the procedure.